Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (value not provided). Contact declined tandem technical support's offer to troubleshoot. Although requested, contact did not provide additional information.